Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (b)(60 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was walking around the dock and passed out. A worker at the dock called for an ambulance and transported to the emergency room (ER). The patient was treated by a doctor at the ER and was told that he had a hypoglycemic event. The patient was given intravenous (IV) therapy to increase his bg level and was released the same day. Initially, the patient's values at the time of event were accurate; however, the patient felt that the readings were inaccurate and alleged that the inaccuracies contributed to the event. The patient stated that they experienced another hypoglycemic event later in the day but did not provide details. At the time of contact, the patient was feeling better. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.